Event description:
Related to MFR#: 2183959-2015-00059. Additional information received indicated that when the patient was admitted to the hospital for diverticulitis, a urine culture was "positive during admission" and a moderate urinary tract infection (uti) was diagnosed. The patient was also found to have urinary retention. A foley catheter was placed for the urinary retention on (B)(6) 2015 and the patient was discharged from the hospital with the catheter in place. The urinary retention status is recovering/resolving (ae is improving). Medication was administered for the uti on (B)(6) 2015 and the uti was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Related to MFR#: 2183959-2015-00059. It was reported that following the implantation of a miniarc pro sling the patient experienced severe diverticulitis. She presented to hospital with abdominal pain, chills, shakes, nausea and vomiting. A CT scan of abdomen showed mild acute diverticulitis. The patient was admitted to the hospital for medical management and IV antibiotics. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information.

Event description:
Additional information received stating the patients urinary retention was resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that intravenous fluids were also administered on (B)(6) 2015 related to the patient's urinary retention and the event is considered recovering/resolving (adverse event is improving) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.